Event description:
It was reported that the patient experienced skin reaction at an old cannula site. The skin was hot to touch, red, painful and swollen. No fever and no vomiting. Treated with event on 22 may 2026.

Manufacturer narrative:
E1: name: abbvie inc. Street: 1 north waukegan road. Line 2: north chicago. City: north chicago. State: il. Zip code: 60064. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.